Manufacturer narrative:
H3- analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) and it was reported the increased spasticity was presumably a result of the coiled catheter and it being either pulled out of the intrathecal space or kinked somewhere along the catheter. The catheter coiled up like a telephone cord was consistent with the action of a pump flipping in the pocket. The devices were returned for analysis.

Manufacturer narrative:
H3. The pump device passed all testing in the laboratory and no anomalies were identified. Analysis of the 8780 identified twisting in the catheter. Analysis identified a kink in the catheter body. Analysis identified a deformation in shape of the catheter body. Analysis of the 8784 identified a kink in the catheter body and twisting in the catheter. Analysis identified a deformation in shape of the catheter body. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 8780, serial# (B)(6), implanted: (B)(6) 2022, explanted: (B)(6) 2024, and product type: catheter. Product ID: 8784, serial# (B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2024, and product type: catheter. Product ID: 8785, lot# hg79dzl, implanted: (B)(6) 2023, explanted: (B)(6) 2024, and product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 15-dec-2023, UDI#: (B)(4); product ID: 8784, serial/lot #: (B)(6), ubd: 06-mar-2025, UDI#: (B)(4); product ID: 8785, serial/lot #: (B)(6), ubd: 03-aug-2025, and UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing gablofen (2000 mcg/ml at 1025 mcg/day) via an implantable pump for unknown indications for use. It was reported that the patient has experienced increasing spasticity over ¿the past few months¿. On the x-ray, it appeared as though the catheter tip ended up down in the lumbar spine versus previously up in the thoracic spine. The pump pocket was opened, and the catheter was coiled up like an old telephone cord. The healthcare provider (hcp) attempted cap procedure but was unsuccessful in aspirating the old catheter. The date of the x-ray and catheter access port (cap) procedure was unknown. The whole system was replaced. The catheter was replaced due to it not functioning and the 40-cc pump was replaced by a 20cc pump because of the patient request. The pump itself showed no issues. The medical history was not available due to legal/confidential reason. The patient status was alive and no injury. The issue was resolved.